Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: device returned with sheath and stylette loaded and were removed without resistance. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 13th distal stent wrap with raised struts. The proximal balloon pillow was partially inflated and the 15th distal stent wrap was slightly expanded. There was damage to the distal tip. (B)(4).

Event description:
The physician was attempting to use a resolute integrity drug eluting stent during a procedure to treat a severely calcified lesion in a moderately tortuous unknown vessel. The lesion had 70% stenosis. The lesion was pre-dilated twice with a 2,5x20mm balloon. No issues were noted when removing the device from packaging. The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously-deployed stent. Resistance was not encountered. It is reported that stent deformation occurred in vivo during positioning. The stent could not pass through the lesion and the stent damage was seen during positioning. Therefore the device was replaced by another manufacturer's product. Patient status is alive - no injury. The physician does not believe that the event was due to use of the device in difficult lesion morphology/anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.